Event description:
Legal papers allege that the pt was revised in 2007 because the distal locking screws on the hardware used to repair his fracture had broken. At this time, the quantity of screws affected is unk.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the part and lot numbers required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.